Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three good faith efforts were made to obtain additional information with no response from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined as the reported event was not reproduced. Although the reported event was not duplicated, a defect in the focus switch was found. It is possible that if the focus does not work normally, the image could get blurry, and lead the customer to think the lens needs cleaning. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd 3cmos autoclavable camera head had optical abnormality, image problem (the lens needs to be cleaned) during preparation for use. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. Additional evaluation findings were as follows: there were cuts and kinks on the cable, a smashed connector tip, intermittent problem on the switch buttons due to faulty charge-coupled device unit, and the device failed the leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.